Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a watchdog alarm and a high pitched noise. The customer¿s blood glucose was 225 mg/dl at the time of incident. Customer stated that the insulin pump had a safety alarm and unable to clear. Customer reported that battery replacement did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed self test. No unexpected audio/beeping alarms anomalies noted. No unexpected watchdog timeout alarm anomalies noted. No motor error alarm noted. Motor passed motor test.